Event description:
It was observed, during the device inspection. That the maintenace unit power switch was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that the power switch at the front had a cracked protective cover, and the plastic cap was torn off. Upon further inspection, it was observed that the three rubber feet were found with weak suction force. It was also observed that there was rust inside of the main chassis and inside of the top cover. Lastly, it was observed that the air pressure was low due to a faulty air pump unit. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of a damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.